Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the patient¿s right ventricular lead had high defibrillation impedance greater than 200 ohms. No intervention was performed. The patient was stable and would continue to be monitored.